Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and determined the brake casters need to be replaced. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. The account will replace the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the head end casters are not holding in brake. The bed was located in the ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).